Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There was no evidence of device malfunction.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing frequent low blood glucose (bg) levels (40 mg/dl) and glucose tablets were consumed to address the bg level. The cause of the low bg was not known. As the low bg was not occurring at the time of the report, tandem technical support advised the customer to discuss the events with a healthcare provider.